Manufacturer narrative:
(UDI) is unknown; no additional information was received. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. The top case was chipped and cracked. The right plunger case was cracked also. The bottom case had contamination. Event history log showed: check clutch/ plunger lever. The reported problem could not be verified after multiple flow and occlusion tests. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): realigned main board, cleaned and greased the whole motor assembly, performed occlusion test; and all functional tests passed.

Event description:
It was reported that the pump showed: check clutch plunger error. No patient injury was reported.